Event description:
(B)(4). Initial report: this spontaneous case report from (B)(6) was reported by a consumer to a company product specialist and forwarded by our local affiliate (B)(4). This case was initially assessed as non-serious, but has been reassessed and upgraded to serious medically important. This case involves a female pt (age nos) who received two treatments of poly-l-lactic acid therapy, with her last treatment received on (B)(6) 2008 for facial correction, primarily in her lower face, but also a little in the upper part of her face. She received approx 14 mls of poly-l-lactic acid (mixed: 5ml of sterile water) and 2ml lidocaine (2%). Relevant medical history and concomitant medication info were not mentioned. Sometime in (B)(6) 2008, after the pt's second treatment, she developed big blue bruises, and on the left side near the nose (labial joint), she had a long hard "sausage," which itched and burned in the night. On her chin near the cleft, she had two pea sized nodes after bruises. It is reported that it was possible to remove the nodes by massage, but after some hours, the nodes returned. She also had two hard nodes on her cheeks beside her canine teeth, and she developed big abscesses and spots with severe scars. The pt also reported that she has had a fever for a long period of time, and reports that she has been in contact with her physician who did not want to do anything about it. She still has a fever (38 - 38.9 celsius) and reports that she is also coughing a lot. The pt reports that she thinks she might have pneumonia and that the fever is not related to poly-l-lactic acid therapy. At the time of this report, the events remain ongoing. (B)(4).

Manufacturer narrative:
Addendum for follow-up info received (B)(6) 2008: the products specialist reported that the pt went to a doctor from the emergency service and she was suffering from pneumonia. Results for (B)(4): the review of the DHR (device history report) and analytical results of the involved batch did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Addendum for follow-up info received on 03-jan-09 and 05-jan-09 respectively were processed together: the product specialist reported that the pt is feeling better in relation to both pneumonia and skin, and that she still has some lumps in the skin (nos). She estimates the pt to be around (B)(6). Per our affiliate, the pt has denied seeing the physician who injected poly-l-lactic acid and does not want to give further info to this report. Our affiliate also reported that since the pt was seen by an unk doctor from an emergency service in relation to the event, no further info is available. On 05-jan-09, upon internal review, it was discovered that two non-serious events, bruises and scars, were omitted from the initial report. The case has been updated to reflect this info. Addendum for follow-up info received on 18-feb-09: the pt reported via the product specialist that she was given penicillin (nos) as treatment for the pneumonia. She reports that she is recovering and feeling better. Additional history includes smoking, and gastrointestinal surgery (which required morphine therapy). Per our affiliate, the pt does not wish to give further info to this case; therefore, no additional info will be available.